Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during surgery, they noticed that there was an issue with the leading haptic stuck to the iol optic. There was no harm done to the patient, but the doctor needed extra time to position the iol, thus they believe it was not as seamless as their previous experience with lens. Additional information has been requested and received stating that surgery was able to be completed as surgeon tried their best to reposition the lens. Lens remain implanted. Additional clarification received stating that the leading and trailing haptics were sticking to posterior.

Manufacturer narrative:
The product was not returned for analysis. Only video was returned. The reported complaint was observed on the returned video. Returned video shows procedure of iol implantation with autonome device. However, only the nozzle is visible in the video, and the remaining device is not shown. Additionally, the steps related to device preparation and activation are not demonstrated. The device (nozzle only) comes into picture when the iol is at the pause location. The iol is inserted in the eye. The trailing haptic is observed to be stuck to the anterior side of the optic and is being released with the help of additional instruments by hcp. The iol is successfully implanted. The complainant indicates the use of non company viscoelastics which are not qualified for use with the associated product. The root cause for the reported complaint could not be determined. Precise adherence to the device preparation and iol implementation, precautions, and directions for use sections in the [lenswith the autonome automated pre-loaded delivery system product information] document is critical for optimal iol delivery, avoiding potential damage to the iol, cartridge, or both. Although the root cause of the reported event remains undetermined, this document identifies several factors that, individually or combined, could potentially contribute to an outcome similar to the reported event. These factors include, but are not limited to: improper ovd use: the cartridge should be filled with a qualified ovd product until visible in nozzle tip. Insufficient ovd volume and/or use of a non-qualified ovd may lead to inadequate coverage of the iol and cartridge lumen potentially causing iol folding/unfolding issues, iol damage, and/or cartridge damage during lens delivery. Incorrect ovd temperature: ensure both the device and the qualified ovd reach operating room temperatures (between 18 degree c (64 degree f) and 23 degree c (73 degree f)) by equilibrating for 30 and 20 minutes respectively. Colder temperatures can increase the ovd viscosity, creating greater resistance during iol delivery. Warmer temperatures may cause the iol to become more pliable, affecting proper haptic folding during insertion and unfolding after delivery. Excessive dwell time: implant the lens within one minute of reaching the designated pause location on the cartridge nozzle. Leaving the iol in that location for more than one minute can increase the risk of iol folding/unfolding issues, iol damage, and/or cartridge damage during lens delivery. For complete product use information, including additional factors that could influence optimal iol delivery outcome, refer to the product information document referenced above. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: 2025-29552